Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion, creases fold, opening curved on radius and stress marks. A visual and microscopic analysis was performed which identified: opening creases sharp on radius. Base on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.